Manufacturer narrative:
A review of the treatment data sheets available was performed by the post market clinical department. A large intra-peritoneal volume drained at drain 5 with an undetermined cause. There was no adverse event associated with this reported large drain volume. The peritoneal dialysis cycler was returned for evaluation and was found to be functioning according to manufacturer specifications. Subsequent simulated treatment with the cycler found no device malfunction/failure that would have caused the reported iipv event. The pt did not experience any ill effects as a result and the cause of the large drain could not be identified. A batch record review was conducted and confirmed there was no deviations or non-conformances during the manufacturing process deviations or non-conformances during the manufacturing process. Product labeling, material, and process controls were within specification.

Event description:
The peritoneal dialysis patient's wife called tech support on (B)(6) 2013, seeking assistance stating that the cycler does not complete the last fill as prescribed. During the evaluation of the pt's drain issues and a review of the treatment data provided for this date, it was determined that a large drain 5 volume did occurred. Drain 0: 833 ml; fill 1: 1999 ml, drain 1: 1927 ml; fill 2: 1999 ml, drain 2: 3081 ml; fill 3: 1999 ml, drain 3: 1410 ml; fill 4: 1999 ml, drain 4: 1607 ml; fill 5: 1999 ml, drain 5: 4442 ml; fill 6: 1502 ml, no drain. The reported large drain 5 volume of 44142 ml exceeds the reportable drain criteria of 180% of the prescribed fill volume of 2000 ml for a device malfunction.